Event description:
Analysis of the device found biological material and two of the vessel locator wings separated and not returned. The location of the detached vessel locator wings is unknown; however, follow up with the account confirmed there was no tissue damage noted. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. Difficult to remove and failure to achieve hemostasis could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Two of the vessel locator wings were collapsed but the other two of the vessel locator wings were separated and not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to the difficulty removing the device from the anatomy include, but not limited to, device stuck on tissue or incorrect tissue track preparation. The noted biological material likely caused the vessel locator wings unable to collapse and retract leading to the difficulty of removing the device and subsequent vessel locator wings separation. Factors that may contribute to the failure to achieve hemostasis include, but not limited to, incorrect positioning of device, inadequate tissue capture by the clip, delay in deploying clip after vessel locator was pulled into apposition against anterior surface of artery. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a starclose se device after a percutaneous transluminal angioplasty (pta) interventional procedure using a 5f sheath. Reportedly, after clip deployment, the starclose device was stuck and could not be removed. The safety release and access ports were used and the device was able to be removed. The clip of the device had deployed and remains in the patient; however, hemostasis was not achieved. A femostop device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.